Event description:
Updated patient outcome. The patient did not survive the procedure. Per medical safety officer review use of the device cannot conclusively be associated with the outcome.

Manufacturer narrative:
The investigation of limb ischemia has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. B5 updated with additional information. H6 component code added. Section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ in accordance with updated procedures, sections d6 and h10 have been revised from the initial submission. F6/f8-should have been left blank on manufacturer device report 1220648-2023-02679.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 50-year-old female was implanted with an impella cp for circulatory support. While on support, the patient had a large hematoma at insertion site. The team was unable to find pulses on right foot, lactate increasing and cardiac output was down trending. A subarachnoid hemorrhage found on head CT scan. Neuro surgeon and CT surgeon consulted. Neuro ok with heparin bolus for possible ECMO and or impella 5.5 placement. Plan is for patient to go to or for escalation of care.